Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprostheses; adverse events that may occur include, but are not limited to include: occlusion of device or native vessel, endoprosthesis: improper component placement. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for a right common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprostheses. A gore® dryseal flex introducer sheath was used for delivery and advancement of the devices. Post deployment of the trunk ipsilateral leg component, a contralateral leg component was advanced and deployed slightly above the long gold marker due to the short length of left common iliac artery (lcia); however, the component unintentionally covered the left internal iliac artery (liia). The physician attempted to reposition the contralateral leg component using a balloon catheter but was not successful and resulted in a dissection of the liia by the sheath. An additional contralateral leg component was then implanted on the left side to treat liia dissection. The patient tolerated the procedure.